Manufacturer narrative:
No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system displayed an error message upon boot-up. It displayed error initializing collimator. User rebooted the image acquisition system (ias) and mobile view station (mvs) and the issue was resolved. Issue occurred intra/peri-operatively with no delay to surgical time. There was no reported impact to patient outcome.